Manufacturer narrative:
This event occurred in (B)(6). It was stated that the patient was prescribed the thyradin-s medication in (B)(6) 2015.

Event description:
It was reported that there were erroneous results for one patient sample tested for free thyroxine (ft4), free triiodothyronine (ft3), and thyrotropin (tsh) on an e411 analyzer. This medwatch will cover tsh. Please refer to manufacturer report number 1823260-2015-06147 for information related to ft4. Patient identifier number (B)(6) for information related to ft3. The sample was initially tested at the customer site on 11/18/2015 on an e601 analyzer. The results from the customer site were reported to the physician. For investigation, the sample was tested on a modular pe system on 12/15/2015 and an e411 analyzer on 12/18/2015. The results from the e411 analyzer were lower when compared to all other elecsys results. The sample was also repeated on a centaur analyzer. In comparison to the centaur results, the ft3 and ft4 results from elecsys analyzers were considered to be falsely low. Refer to the attachment for all sample results. The patient was not adversely affected. The serial number of the e601 analyzer used at the customer site was asked for, but not provided. The modular-pe analyzer used for investigation purposes was serial number (B)(4). Tsh reagent lot number 187224, with an expiration date of 04/30/2016 was used on this analyzer. The e411 analyzer used for investigation purposes was serial number (B)(4). Tsh reagent lot number 186663, with an expiration date of 02/29/2016 was used on this analyzer.

Manufacturer narrative:
Further investigations of the sample could not determine a specific root cause. There was no remaining sample volume left for further investigations. It was determined that there is most likely no interference due to the dyslipidemia of the patient. A further clarification of the result difference between the different analyzers is not possible with available methods and the current state of the art.